Manufacturer narrative:
This report is submitted on 23 mar 2021.

Event description:
Per the clinic, the patient experienced tinnitus when touching the ear. However, the issue could not be resolved. A revision surgery is performed on (B)(6) 2021 to correct the electrode position.